Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. The patient was switched to an ambu bag. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Additional information was received that it was determined that there was no loss of mechanical ventilation, rather insufficient ventilation due to breathing circuit leak alarms. This is not a reportable malfunction.